Event description:
Medline sterile post-op sponge package opened for central line tubing change, noted to have area of brown discoloration. Gauze not used; package saved in q&s office. Manufacturer response for sponge, post-op sponge 4x3 inch (per site reporter) [redacted date] emily reached out to site for ref#, coordinate retrieval with [redacted name], cc [redacted names]. [Redacted date] [redacted name] retrieving. [Redacted date] - emailed [redacted name]. Similar report in maude.